Event description:
As reported via legal documentation, this patient had left knee replacement on (B)(6) 2018. She had left knee revision (B)(6) 2023, approximately 5 years after their initial procedure. Postoperative diagnosis: left total knee arthroplasty with polyethylene failure. Surgeon noted that it was immediately apparent there was a large effusion, which was nonpurulent and no metalosis present. The synovium was hypertrophic with brownish discoloration as well. There was no destruction of the posterior tibial lip of the tibial tray and otherwise was deemed competent. The polyethylene showed pitting, delamination and destruction of the lateral compartment. Patellar polyethylene appeared pristine, and was left in. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 4993303, 02-010-03-0225 - logic cr femoral cem, left sz 2.5; 5160980, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t; 5221286, 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.